Event description:
11/20/97 pt had rt and lt heart cath. 11/21/97 he had a ptca with stent placement. 12/16/97 pt had office visit with his md - no mention of problem with skin. 12/29/97 pt called his md reporting red spot on his back. 1/5/98, pt's dr notes a possible burn on back. Pt continued to see his cardiologist, internal medicine md and then on 3/25/98 came to the hosp to show his wound on left upper back.